Event description:
It was reported on february 20, 1992, to the risk management office that a lifepak 8 pacer cassette apparently failed to function during patient care on february 3, 1992. Another lifepak pacer was obtained immediately and applied to the patient with no adverse effects to the patient. On february 3, 1992, bob green, bio-medical engineering, ws contacted regarding the apparent failure of the lifepak 8 pacer and they could not get the pacer to duplicate the apparent failure. Physiocontrol has been contacted and the lifepak 8 has been sent to the manufacturer. (See attached)another catalog number: pacing cassette #802700-07another serial number: pacing cassette #920device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.